Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. According to DHR, no problem was found in the subject device at the time of shipping. Therefore, it was likely that the image was not displayed because the cable unit malfunctioned due to the excessive force applied to the device by a user.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty cable unit. It was also found that the rear cover label was fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, there was no image when using the 4k camera head. The issue was found at reprocessing. No patient involvement reported.